Event description:
A false negative vitros anti-hbc (ahbc) result was obtained from a patient sample when tested on the vitros 5600 integrated system. A biased result of the direction and magnitude observed could lead to inappropriate physician action. The false negative ahbc result was not reported from the laboratory, and there was no report of patient harm. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that a false negative vitros ahbc result was obtained from a patient sample when tested on a vitros 5600 system. No malfunction of the vitros ahbc reagent or vitros 5600 system was identified. Pre-analytical sample mix-up could not be ruled out as a potential contributor. The investigation was unable to determine the root cause of this event.